Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was unable to attach the luer connector to the cartridge during a supply change, despite being able to turn the luer connector when the cartridge was not in the chamber, and the issue persisted across multiple connectors and cartridges until new boxes were opened, after which the connector attached without issue. Symptoms included no adverse clinical effects and no reported changes in blood glucose levels. Outcomes included no clinical impact and resolution after replacement of supplies. Investigation included customer interview and troubleshooting. Investigation of this case revealed functional restoration with replacement components, suggesting a potential lot-related or component fitment issue that could not be reproduced after replacement. It was concluded that the event was related to a device component connection difficulty that resolved with new supplies, with no patient harm.